Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in thresholds and impedance. The threshold values are now above the programmed range. The right atrial (ra) lead triggered an alert for undefined high impedance and a day later exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.